Event description:
It was reported that the pt's lead eroded 7 seven days after implant during the trial phase. The lead was removed. This was the second lead implanted. Further information is being requested. For the first lead implanted. See manufacturer # 2182207200900683.